Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Pull string had broken at a point within specimen pouch. The specimen pouch was not returned. Specimen pouch had separated completely and properly from the metal ring as can be observed from the remnants of the pouch on the metal ring. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. As the specimen pouch of the was not returned the reported condition of bag torn could not be reliably determined. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lap gastric bypass, the device¿s bag tore upon removal from the abdomen. Like item used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lap gastric bypass, the device¿s bag tore upon removal from the abdomen. There was no patient injury.